Event description:
It was reported that the wedge was difficult to insert into the custom bearing [rotating component]. Additional information: no delay in surgery, another wedge was used.

Manufacturer narrative:
The custom bearing [rotating component] listed in this report: tib bearing hmrs fem/gmrs small prox tib cat # c-m055-4-700, lot # rx5547a. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.